Event description:
Reporter stated the customer received results of 3.4 mmol/l, 4.4 mmol/l, and 4.4 mmol/l on his expert system. The customer felt these results were too low based on the amount of carbohydrates he ate. He went to the hospital and was admitted, and he was treated with an insulin, saline, and potassium IV drip. He was still hospitalized at the time of the report. The alleged products were requested for evaluation; however, the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.